Event description:
A pediatric doctor at (B)(6) hospital contacted the call center with an inquiry about a patient transferred from another hospital. The patient was on the homechoice (hc)cycler and at the last fill, filling 400ml of extraneal. Since the patient seemed to have had abdominal distention during daytime, the doctor manually drained and got approximately 1000ml of effluent which met increased intra-peritoneal volume criteria based on the fill volume provided of 400ml for a pediatric patient. The caller suspected it was due to larger ultrafiltration (uf) than usual, and asked if there were other possible causes of this observation. The operator in charge checked the therapy programming and found no abnormality. The therapy results seemed to be normal: last fill volume: 399ml; no bypassing; total fill volume: 3996ml (not including the last fill), total drain volume: 4243ml, total uf: 247ml, I-drain volume: 242ml. The total uf and initial drain volume were about the same as usual. The operator offered a tentative explanation including the possibilities of larger uf than usual which could not be drained completely, or large uf during daytime. The doctor decided to take a wait-and-see approach for the patient.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up MDR will be submitted if any additional information becomes available.